Manufacturer narrative:
H10: the device was received for evaluation. Unaided visual inspection was performed which observed that the valve set port 8 valve core was damaged and incorrectly oriented. A functional testing could not be performed due to the valve core damage. Additional magnified inspection verified a damaged valve core of port 8 and incorrect orientation. The reported condition was verified. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was manufactured at one of the following manufacturing locations: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an em2400 valve set leaked at the port no.8. This was identified during mixing prior to patient use. There was no patient involvement. No additional information is available.